Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that there was an episode from the implantable cardiac monitor that appeared to be undersensing of premature ventricular contraction's. The device remains in use. No patient complications have been reported as a result of this event.